Event description:
It was reported that the patient blacked out, fell and went to the emergency room on 2013 (B)(6). The patient had a 15 year history of heart issues/arrhythmia, but had been stable with medication. The patient was again having arrhythmias on 2013 (B)(6). After the fall, the patient also had a loss of stimulation, further described as stimulation wasn¿t covering their toes. Impedances were checked and everything looked normal. The device was reprogrammed and the patient was feeling stimulation as needed. The intent of the call was to inquire if the stimulator could have caused the arrhythmia. It was recommended that stimulation be turned off to rule out the device as a cause. The patient was scheduled to see their cardiologist. It was further reported that the patient was scheduled for an echocardiogram on 2013 (B)(6). Additional information has been request ed, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).